Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
After iabp for 1/2 hr, the "gas loss" alarm sounded from the pump. The balloon was autofilled and blood was noted in the catheter and back into the pump. Iabp was discontinued. A second iab was inserted into the pt. Event complications: none from the event - rpt'd 4/1/97, 5/8/97. Pt current status: unk - rpt'd 4/1, 5/8/97.